Manufacturer narrative:
The mridium pump was returned to the iradimed for evaluation on april 11, 2016. The infusion set used during the event is not available for examination. The initial reporter (non-hospital) reported to iradimed corporation that the pump was damaged in transit to their facility. The pump was functional, but the effect of this damage to the pump is being evaluated. The initial reporter (non-hospital) reported that the pump's flow rate was tested and met the product specification. A follow-up report will be provided within 45 days once the product evaluation has been completed at iradimed corporation. Medwatch report # mw5060594 was received from FDA for this event.

Event description:
Initial reporter (non-hospital) contacted iradimed corporation for information regarding service and testing information. Upon follow up, hospital was asked to provide event details to iradimed, which occurred on (B)(6) 2016. Hospital reported delivered excess bolus of propofol during an infusion. It is believed as much as 60 ml excess fluid was delivered. When patient became hypotonic, staff responded and discontinued the infusion. Patient recovered without incident. No injury resulted from the event.